Manufacturer narrative:
Initial reporter lase name not known from the site. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and there was a structured report flag set during the software upgrade. They disabled the structured dose report. The performed a system checkout and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that an error occurred on the mobile view station (mvs) stating digital intercommunication of medicine (dicom) could not accept structured reports. No patient was present at the time of the event.